Manufacturer narrative:
The on-site investigation done by our field service engineer (fse) did not show any problems with the ventilator. No parts were exchanged, the ventilator's logs were downloaded and the ventilator went back to service. Additional information stated that the patient required suction on a frequent basis. The event log contained a period with many high continuous pressure and several high airway pressure alarms. This is followed by a stepwise increasing of peep from 10 cmh2o to 24 cmh2o followed by a stepwise reduction down to 10 cmh2o. Soon after this the ventilator was set to the standby mode and subsequently turned off. The root cause of the alarms has not been determined but basing on the findings of the fse and the patient¿s condition the cause was most probably patient related.

Event description:
It was reported that the ventilator generated a continuous high pressure alarm after the respiratory therapist had performed a recruitment maneuver. The peep would not drop down and nearly punctured the male patient's lungs. The patient was bagged and the ventilator was swapped with another one. There was no patient harm reported. (B)(4).